Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim/ discolored and the patient could not read the screen safely. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 06/01/2016; however, an incorrect serial number was associated with the complaint file. The corrected serial number was added to the complaint file on (B)(6) 2016. Evaluation revealed the following findings: during testing, the pump was powered on; however, the display screen remained blank. The pump case was removed, and the display was found to be cracked. The complaint of a dim/faded/discolored screen could not be fully investigated due to the damaged display.